Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels on (B)(6) 2015, with a blood glucose reading of 522 mg/dl. The customer stated that the battery cap was damaged and requested its replacement. She also reported that she experienced some issues with the infusion sets, stating that she had 3 bad sets. She stated that the infusion sets had bent cannulas on 2 occasions. The most recent blood glucose reading was 215 mg/dl. She was unable to remove the battery cap on the insulin pump. She was advised that the battery cap would be replaced. Nothing further reported.